Event description:
It was reported that log file review was requested and the event log file began capturing low flow events on 18jan2024 at 9:43:26. They continued to occur throughout the remainder of the log file. Technical services stated that power also decreased when pulsatility index (pi) became less variable. It was noted that sort of trending in the pump parameters could be caused by some type of obstruction. It was additionally communicated that the obstruction was believed to be caused by a continuous suction event. Once suction resolved, there was return of flow. The patient had hypertension, hypovolemia, and presented with heart failure symptoms. It was noted that flow was the only pump parameter that changed. Tissue-type plasminogen activator (tpa) was used and speed changes were made. A left ventriculogram revealed evidence of retrograde flow into the distal left ventricular assist device (lvad) outflow cannula. The lvad outflow graft angiogram showed stagnation of flow/contrast in the proximal outflow graft suggestive of minimal flow from the lvad inflow cannula. There was no evidence of obstruction/thrombus in the outflow graft. Given the low flow, the decision was made to attempt a trial of catheter directed thrombolysis via the outflow graft (as there was evidence of retrograde flow through this conduit) using tpa at 1 mg/hr into the proximal outflow graft along with heparin via the radial glide sheath. The computed tomography scan showed lvad inflow cannula/motor obstruction without outflow graft obstruction. The patient experienced cardiogenic shock with severely reduced cardiac output/cardiac index. The patient had normal right and left ventricular filling and pulmonary artery pressures on milrinone 0.25 mcg/kg/min. The patient plan was to continue tpa and milrinone administration while monitoring the patient's complete blood count and fibrinogen levels per protocol. It was also noted that the vad inflow cannula is directed towards the inferolateral wall in close proximity to the myocardium. Aortic valve opens fully each systole. Their right ventricle size and function were normal, and they experienced mild mitral regurgitation. Compared to an echocardiogram from (B)(6) 2024, the aortic valve opened fully each systole. The low flow alarms were noted to be due to ventricle size, pump malposition, difficulty with afterload, and hypovolemia. A low flow alarm threshold adjustment was requested for the system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus and malposition of the inflow cannula were unable to be confirmed. The reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative and analysis of the submitted log files. Although a specific cause for the reported low flows could not be conclusively determined through this investigation, the account reported the alarms were due to a continuous suction event and the patient's ventricle size, pump malposition, difficulty with afterload, and hypovolemia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6)2024 through (B)(6)2024. A continuous low flow hazard alarm was captured on (B)(6)2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including renal dysfunction, hypertension, hemolysis, and device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.